Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Review of the field service notes shows that a preliminary log analysis was performed and the following errors were observed: ¿ra j5 e-release activated¿, ¿arm[arm#] non-recoverable error_ ra brake state error¿ and ¿motor state-brake state agreement¿. The observed errors are communication related. The field service engineer (fse) was not able to reproduce the issue on-site. As a preventive measure the instrument drive unit (idu) of the aca was reseated and the e-release script was performed on the aca. Evaluation of the device data indicates occurrence of three errors; ¿arm non-recoverable error - idu (instrument drive unit) e-release¿, ¿arm failure with possible motion - sra (subsystem robotic assembly) validation - redundant controller state check¿ and ¿arm failure - non-recoverable - ra (robotic arm) brake state¿, which indicates the issue is due to poor robotic arm joint 5 (ra_j5) instrument drive unit (idu) interface/connectivity on the aca. The first two errors show the message "danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm." And the third error shows the message "warning: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". Review of the provided image notes that it is displaying an error message related to the aca on the operating room team interactive (orti) screen of the tower and the error message reads as: "arm 4: warning : arm communication error. Regain surgeon control. If error reoccurs, discontinue use of arm and contact medtronic support.". Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a hysterectomy, while trying to insert the instrument, the arm cart assembly (aca) triggered an "arm communication error" and remained frozen. The issue was resolved after rebooting the aca. There was a delay of approximately 5 minutes. There was no patient injury.